Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. The error 32056 was found in the system logs, confirming the fault occurred in the field. Upon visual inspection, there were no issues found that would be related to the reported event. The usm was installed onto a golden system where the error 32056 error was triggered indicating fault on the ¿ac_xc¿ axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp), where ¿pitch searchlight¿ was found to be failing on the ¿0x2¿ axis. Once testing was completed, the pitch searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to communication errors from the pitch searchlight cable located on the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, repeated recoverable error 32056 occurred when the system was powered on. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer followed the system message to disable universal surgical manipulator (usm) 4. However, the customer stated that the surgeon needed all four usm arms to perform the procedure. The procedure was converted. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer power cycled the system, but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. There was no patient injury due to the conversion.